Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation, though it is anticipated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid scope had broken components at the outer area of the device. The issue occurred in the operating room, but it is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed, and the eyepiece funnel was missing. Based on the results of the investigation, a definitive root cause of the reported broken components could not be determined; however, the issue was likely due to excessive stress due to an impact force such as a shock or fall as a result of user handling or mishandling. Olympus will continue to monitor field performance for this device.